Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the non-calcified left common iliac vein. After a 0.035 non-boston scientific guidewire crossed the lesion, an 18-6/5.8/75 xxl esophageal balloon catheter was advanced over wire for dilation. However, on initial inflation at 3 atmospheres for 3 minutes, the balloon ruptured. Then another 18-6/5.8/75 xxl esophageal balloon catheter was used, but also ruptured at 4 atmospheres for 3 minutes. The device was removed, and another balloon of the same size was used to finish the procedure. There were no patient complications reported and the patient was doing well.